Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that 1 year and 2 months after dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed and fenestration occurred during surgery.